Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was doing the 6-month preventive maintenance and the arctic sun device failed the calibration for an error 80(water check time out - unable to reach calibration temperature) expected 6 actual 30.2, chiller temperature (t4) was 23.45 and device was due for the 2000-hour preventive maintenance and coming in.

Event description:
It was reported that biomed was doing the 6-month preventive maintenance and the arctic sun device failed the calibration for an error 80(water check time out - unable to reach calibration temperature) expected 6 actual 30.2, chiller temperature (t4) was 23.45 and device was due for the 2000-hour preventive maintenance and coming in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.